Event description:
It was reported that an ilet user experienced hyperglycemia after a supply change, with pump history indicating a cartridge rewind followed by a brief tubing fill and selection of ¿no¿ for new infusion set insertion, which likely interrupted insulin delivery through the tubing component; a full supply change restored delivery and glucose values began to decline. Symptoms included hyperglycemia and anxiety. Outcomes included a delay to treatment or therapy until insulin delivery resumed. Investigation included communication with the user and analysis of information provided by the user and system logs. Investigation of this case revealed no device malfunction and identified a usage problem involving an improper procedure related to the tube component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions with an unintended use error that contributed to the event. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.